Event description:
It was reported that the external pulse generator failed the 72-hour pacing test, that it turned itself off. The generator was returned for evaluation and service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the device turned itself off within 72 hours. Analysis did find that the lower case was broken and that the ring cover screw was missing. (B)(4).